Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 300-over 500 mg/dl) and the cause was not known. The pump supplies were change and insulin injections were administered. Upon follow-up the same day, the customer reported bg was decreasing.